Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed to open. A technical support specialist (tss) received a report that a cubie did not open during medication issue. Remoted into the station and verified that the issuing process had already been completed, preventing another issue without pharmacy request and cycle count access. Tested the cubie using the tester application and confirmed it opened successfully during testing. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the cubie failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.